Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was not receiving effective stimulation. Multiple reprogramming was unable to resolve the issue. Imaging was taken and confirmed the lead had not migrated. As a result, the patient underwent surgical intervention on (B)(6) 2017 wherein the lead was repositioned. Effective therapy was restored post operatively.